Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a de novo lesion in the heavily calcified, moderately tortuous, 80% stenosed left anterior descending coronary artery. During prep, saline was noted to be leaking from the hub of a 2.5x15mm trek balloon dilatation catheter (bdc). The device was not used, and there was no patient involvement. A non-abbott balloon was used to successfully complete the procedure. There were no adverse patient effects, and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Visual and functional inspections were performed on the returned device. The reported leak was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents/complaints from this lot. The investigation determined the reported complaint appears to be related to operational context. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.